Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that CT ap with/without contrast with fluid/blood collection was noted around the lead within the pelvis adjacent to the sacrum. There was also reported a drainage from the wound. They were transferred to uihc for evaluation of interstim explant. The patient states that she was feeling very well post-procedure and had marked improvement in their symptoms. She noticed that approximately 2 weeks ago she started having ineffectiveness of their interstim with recurrence of her urgency, frequency, incontinence. Drainage noted from the site. There was an infection of interstim device. The device was explanted on (B)(6) 2025 it was stated that there was fluid noted around the interstim device. Date of test: (B)(6) 2025. This was possibly related to incisions site.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that post op infection and device was removed and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.